Event description:
It was reported that balloon ruptured occurred. The 90% stenosed, 20x3 mm target lesion was located in a moderately calcified and mildly tortuous left anterior descending artery (lad). A 1.50mm x 15mm apex push balloon catheter was selected and advanced to the target lesion for predilation. The physician attempted to cross the implanted unspecified stent to reach the left circumflex (lcx). Then he attempted to use the balloon to dilate the stent beam making sure to cross another stent. However when the balloon crossed the lesion at 6 atmospheres, the balloon ruptured. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Returned product consisted of an apex balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen and balloon. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the distal end of the markerband. There was balloon material lifted around the pinhole. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed, 20x3 mm target lesion was located in a moderately calcified and mildly tortuous left anterior descending artery (lad). A 1.50mm x 15mm apex push balloon catheter was selected and advanced to the target lesion for predilation. The physician attempted to cross the implanted unspecified stent to reach the left circumflex (lcx). Then he attempted to use the balloon to dilate the stent beam making sure to cross another stent. However when the balloon crossed the lesion at 6 atmospheres, the balloon ruptured. The procedure was then completed with a different device. No patient complications were reported and the patient's status was stable.